Manufacturer narrative:
(B)(4). The customer returned an opened cvc kit including one swg assembly, 2-lumen catheter, arrow raulerson syringe (ars), and 18ga introducer needle for evaluation. Visual analysis revealed that the guide wire contained one kink towards the distal j-bend. Obvious signs of use in the form of biomaterial were observed. The distal j-bend was slightly misshapen but intact. Microscopic examination confirmed the damage and revealed that the distal and proximal welds were secure and intact. The kink measured 576mm from the proximal tip of the guide wire. The guide wire length measured 602mm, which is within the specification limits of 596mm-604mm per the guide wire product drawing. The guide wire outer diameter measured 0.79mm, which is within the specification limits of 0.788mm-0.826mm per the guide wire product drawing. The guide wire was inserted through the returned arrow raulerson syringe (ars)/18ga introducer needle assembly, and the guide wire could not pass through the needle due to biomaterial within the cannula. The guide wire was then tested with a lab inventory needle with returned ars, and was able to pass with little to no resistance. Performed per IFU statement, "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle." The guide wire was also advanced through the returned catheter and passed with little to no resistance. A manual tug test confirmed that the distal and proximal welds were intact. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user , "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding, or component damage. Do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage." The report of a kinked guide wire was confirmed through complaint investigation. Visual analysis revealed one kink towards the distal j-bend. The guide wire met all relevant dimensional and functional requirements. A device history record review was performed with no relevant findings. Based on the customer report that the damage was observed during use and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported the spring wire guide was found kinked during use on the patient. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the spring wire guide was found kinked during use on the patient. The patient's condition is reported as fine.